Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. In the absence of a reported source of this event, the patient¿s cause of death cannot be determined; however, it was confirmed the patient¿s death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
A patient contact reported to fresenius customer service that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to their cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient expired at home on (B)(6) 2023 due to an unreported cause. It was affirmed the patient was connected to their liberty select cycler at the time of death. The patient was found unresponsive at home by family on the morning of (B)(6) 2023. Emergency medical services (ems) were activated, and the patient was disconnected from their cycler by emergency medical personnel upon arrival. It was unknown whether the patient was pronounced deceased in their home or if they were transported by ems to the hospital. Though the cause of death was not reported, it was confirmed that there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s). Additionally, the pdrn collected the patient¿s cycler from their home two days after this event whereas all appeared normal with their cycler and fresenius products utilized for their final pd treatment.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. In the absence of a reported source of this event, the patient¿s cause of death cannot be determined; however, it was confirmed the patient¿s death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
A patient contact reported to fresenius customer service that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to their cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient expired at home on (B)(6) 2023 due to an unreported cause. It was affirmed the patient was connected to their liberty select cycler at the time of death. The patient was found unresponsive at home by family on the morning of (B)(6) 2023. Emergency medical services (ems) were activated, and the patient was disconnected from their cycler by emergency medical personnel upon arrival. It was unknown whether the patient was pronounced deceased in their home or if they were transported by ems to the hospital. Though the cause of death was not reported, it was confirmed that there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s). Additionally, the pdrn collected the patient¿s cycler from their home two days after this event whereas all appeared normal with their cycler and fresenius products utilized for their final pd treatment.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. System air leak test and valve actuation test passed. Internal visual inspection found the front, right (pump-side) screw enclosure on the top cover was cracked and broken off. During the internal inspection found the cable 23in, 10p discreet, pin-to-pin into the j4 connector to the communication interface board was not connected. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the physical damage and loose component is confirmed.

Event description:
A patient contact reported to fresenius customer service that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to their cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient expired at home on (B)(6) 2023 due to an unreported cause. It was affirmed the patient was connected to their liberty select cycler at the time of death. The patient was found unresponsive at home by family on the morning of (B)(6) 2023. Emergency medical services (ems) were activated, and the patient was disconnected from their cycler by emergency medical personnel upon arrival. It was unknown whether the patient was pronounced deceased in their home or if they were transported by ems to the hospital. Though the cause of death was not reported, it was confirmed that there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s). Additionally, the pdrn collected the patient¿s cycler from their home two days after this event whereas all appeared normal with their cycler and fresenius products utilized for their final pd treatment.